Event description:
It was reported that during a total laparoscopic hysterectomy procedure the device stopped working during and a replace instrument error occurred. They also stated that they believe that the jaw of the device fell into the patient but was retrieved without patient consequence or change to the procedure. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent assumed (B)(4) 2012 that complaint was reported the device was received with the electrode broken off and returned with the instrument, the ceramic is fractured and pieces of ceramic are missing; and with the cable cut off. The device was mechanically tested, but due to the returned condition, functional testing could not be performed. The device could have stopped working and a replace instrument error occurred due to the separation of the electrode; or if the device was activated across a staple line or other metal in the jaws, this would cause the replace light to illuminate and prevent rf power delivery from the generator.